Manufacturer narrative:
This supplemental is being sent to include information that should have been previously submitted in follow up #1. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip vial lot. The review did not identify anything that could adversely impact product performance or function. In addition a secondary issue was noted; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 140-180mg/dl on the subject meter and 79mg/dl on an accuchek meter, obtaining within 30 minutes of each other. The patient also reported obtaining a blood glucose reading of 81mg/dl on another ultra2 meter. Based on statistical methodology these reading exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with a combination of medication. The patient reported that they contacted their doctor on (B)(6). The patient stated that their doctor advised them to increase their dose of lantus to 20 units per day in response to the reported high readings. The patient reported that on (B)(6) they developed symptoms of ¿shakes and fatigue¿. The patient reported testing their blood glucose on another device and obtained readings of 79, 80 and 81mg/dl. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.